Event description:
A customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, there was no image on the monitor. The procedure was completed using a backup glidescope bflex single-use bronchoscope which delayed the procedure by ten (10) minutes. No harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope bflex 3.8 single-use bronchoscope used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bronchoscope and was able to confirm the reported image issue. When connecting the reported bronchoscope to known, good, test verathon equipment, it failed to be recognized by the test monitor. The glidescope bflex 3.8 single-use bronchoscope failed verathon's device functionality testing. Upon completion of the evaluation, the device was scrapped due to being a single-use device and there being no repairs available. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.